Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the shuttle was sticking out of the cover block which caused the trigger to be partially engaged. The shuttle was bent and would not be able to fit back into the cover block. The device had one partially formed staple that is deformed. Multiple spots on the cover block appear to have been damaged. The stapler was received with 1 staple remaining indicating that the end user fired at least 34 staples. Reference files (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "clips not closing properly" was confirmed based upon the sample received. One device was returned. The device was returned with the shuttle damaged and sticking out of the cover block. This prevented the stapler from firing any staples. The stapler was also returned with a partially formed staple that was deformed and the cover block had multiple spots that appeared to have been damaged. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
It was reported that during use for skin grafting, the staples were set on the tip of the cartridge but they were not closed correctly when activating. Therefore, a new unit was used instead. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73f1600607 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use for skin grafting, the staples were set on the tip of the cartridge but they were not closed correctly when activating. Therefore, a new unit was used instead. There was no patient injury.